Event description:
It was reported that during a follow-up, an alert for possible high voltage circuit damage was observed. Review of the device image revealed the alert was false due to use of electrocautery during a recent lvad implant one month previous. The patient received inappropriate therapy during the procedure due to use of electrocautery. A capacitor maintenance was successfully performed with good measurements. The patient condition was good. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.